Event description:
It was reported that there was backflow of fluid into a syringe which was connected to the extension knob off of the primary line. The syringe was placed at this location to help detour occlusions but the medication was backing up into the syringe instead of being administered to the pt. It was reported that the infant had to be "re-poked" to finish the remaining medication.

Manufacturer narrative:
(B)(4). Baxter did not receive a device in relation to the reported symptom and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.